Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device displayed an inaccurate system time, showing a clock offset of over 30 minutes, which the user corrected through device settings with guidance from support. Symptoms included no reported clinical effects. Outcomes included no impact on health and no alarms. Investigation included a customer service troubleshooting session to adjust device time settings. Investigation of this case revealed a user-correctable clock inaccuracy with no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was user settings and use error.